Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 06-nov-2020, the patient reported that infusion set's tubing detached. Further, firstly this issue occurred on (B)(6) 2020 and secondly, it occurred today ((B)(6) 2020). Reportedly, there was no stress of pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 29-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the (B)(6). On (B)(6) 2020, the patient reported that infusion set's tubing detached. Further, firstly this issue occurred on (B)(6) 2020 and secondly, it occurred today (B)(6) 2020). Reportedly, there was no stress of pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.